Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000094568.

Event description:
It was reported that one of the patient's leads exhibited low impedances and migrated. Surgical intervention was undertaken on (B)(6) 2025 wherein the lead was explanted to address the issue. It is unknown which lead migrated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.